Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.+

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that window of the insulin pump was marred and it appeared that was water droplets under the screen and made the screen hard to read. Customer stated that there were small crack noticed in reservoir compartment window. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged lcd board. Also device had cracked reservoir tube lip, cracked case at reservoir tube window corners.